Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device was received fully deployed. Download data shows high pulse widths and a drive stall before deactivation. The device completed both first and second prime. The rerun did not replicate a drive stall or timeouts, but few high pulse widths were noted towards the end of the run. During investigation the needle mechanism was was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. It could not be conclusively determined whether the drive stall prevented the needle mechanism from deploying after second prime. The exact cause of the reported event could not be determined. Brass shavings and markings were observed on the leadscrew. It could not be determined whether the brass shavings contributed to the high pulse width and drive stall. The exact cause of the high pulse widths and the drive stall could not be determined.